Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted., additional manufacturing narrative (if other).

Event description:
The customer reported inaccurate sphb readings for a patient in the ER (emergency room) for a gi bleed. The readings did not match labs from a blood draw. No patient impact or consequences were reported.